Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8057766, medical device expiration date: 2023-01-31, device manufacture date: 2018-02-26. Medical device lot #: 8010903, medical device expiration date: 2022-12-31, device manufacture date: 2018-01-10. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ luer-lok¿ blunt fill needle had an oily substance on the plunger. This was discovered when the medication turned brown after being drawn into the syringe. Medication was propofol , which is white in color. There was no report of injury or further medical intervention.

Manufacturer narrative:
Four photos were received and evaluated. A 10ml syringe and different angles of a plunger rod with a stopper without the barrel were depicted in the photos. Silicone is visible on the stopper surface, the amount observed is normal and expected amount for this product per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Silicone is an integral part of the syringe, no defects confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿ luer-lok¿ blunt fill needle had an oily substance on the plunger. This was discovered when the medication turned brown after being drawn into the syringe. Medication was propofol , which is white in color. There was no report of injury or further medical intervention.

Event description:
It was reported that bd luer-lok blunt fill needle had an oily substance on the plunger. This was discovered when the medication turned brown after being drawn into the syringe. Medication was propofol , which is white in color. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.